Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that impedance results showed an orange 'investigate' value that was greater than 5,000 ohms. Agent reviewed MRI guidelines and suggested healthcare provided test impedances using auto-increase algorithm along with manual 0.4 ma and 1 ma values to obtain actual numerical value of impedance. Technical services adding information that caller mentioned having "called on this before" regarding impedance and MRI but did not collect further information about this historical comment.

Event description:
Additional information received from rep indicating that cause remains unknown and they note that they patient did not have this issue previously. They report that no further action is planned to address this as patient is receiving adequate therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.